Event description:
The clinician reports the implant was inserted 2019-11-18 in fdi 26. On 2020-01-20, non-osseointegration was verified. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.